Manufacturer narrative:
B2 date of death: death date estimated as (B)(6) 2024 as event reported to have occurred in (B)(6) 2024. B3 event date: event date estimated as (B)(6) 2024 as event reported to have occurred in (B)(6) 2024. D6a implant date: implant date estimated as (B)(6) 2019 since the exact date was unknown, but it was sometime in 2019.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted at an unknown time in 2019. Approximately five (5) years post procedure, the patient was reported to have experienced a thrombo-embolic cerebral vascular accident (cva). Aspiration, and tpa (tissue plasminogen activator) administration was performed to treat the patient, however the patient subsequently passed away due to the large embolic stroke. The source of the thrombus could not be determined. The patient medication regime at the time of the cva was not known.